Event description:
This report summarizes three malfunctions. The information reviewed indicated that model 0606560 chronic catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the three events, all involved patients with no patient consequences. One device was used in a 63 year old patient; gender and weight were not provided. Age, weight, and gender were not provided for the other two patients.

Manufacturer narrative:
H10: the lot number was provided for 1 out of 3 malfunctions and a lot history review was performed. One sample was returned for evaluation and a complete circumferential break was identified. The remaining two mafunctions are inconclusive for the alleged leak. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4 h11: h6 (method, results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for 1 out of 3 malfunctions; therefore a review of the device history records is currently being performed. The sample was not returned for any of the malfunctions to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model 0606560 chronic catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the thee events, all involved patients with no patient consequences. One device was used in a (B)(6) year old patient; gender and weight were not provided. Age, weight, and gender were not provided for the other two patients.